Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). When asked to clarify the statement about "the machine was not working," the rep stated the patient was observing a decrease in their symptom relief, there were no indications that the device itself was malfunctioning. The issue was not caused by normal battery depletion. The rep stated the patient had mobility issues and walked with a limping gait that had historically caused their implant to shift out of place after a few years of being implanted (patient has had multiple interstim implants for ~20 years). It was possible that the lead had migrated out of place, however while trialing different programs over the phone, we were able to establish that program 7 (-3, -2, +0) produced vaginal sensory stim, which the patient wasn't getting with the other programs they had tried in the past. The rep informed the patient to call back in about 1-2 weeks if this did not help alleviate their symptoms. The rep stated they worked with the patient to troubleshoot different programs and see if they responded better to programs that stimulated the more proximal electrodes, to potentially work around any anterior migration that may have happened over the past two years due to gait issues. If the patient didn't find success from program 7, the rep told the patient to let them know so they could try to put additional custom programs on the patient's device, or even suggest getting imaging done to confirm whether or not they were dealing with a migrated lead. The issue had been resolved. When asked if the patient being the emergency room was related to the device/therapy, the rep stated it was not, and that the patient initially thought this could have been related to the device, but they said something entirely different was going on with their health. The patient didn't explicitly detail the reasoning, but assured on the phone that they no longer thought this was caused by the device.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2m3gh, implanted: (B)(6) 2022, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2m3gh, implanted: (B)(6) 2022, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they had issues with all the implants they've ever had since first getting them in 2003. Caller stated that they had been with the same healthcare provider (hcp) until the last couple years. Caller stated that the two most recent implants have given them the most trouble. Caller stated that they have never made the full max of the battery, whether the battery has shifted or died per the hcp. Caller stated that they were told they shouldn't have had the device replaced this much. Caller stated that every three-four years they hit a plateau with the implant, and it seems like the machine is fighting them. Caller stated that the implant is good for about two years before it seems like it needs to be replaced again. Caller stated that they were unsure what was causing this and have chalked it up to their other conditions. Caller stated that the current hcp had been able to help with adjustments and things of that nature, but over the last two years and the last three vi sits they had not been able to help with the implant. Recently they were told to get ahold of the manufacturing representative (rep) and were told by the rep that " you shouldn't be doing this and it's your doctors job." The caller stated that they did get ahold of a rep and were told they needed an x-ray to ensure the device hadn't moved/shifted. Caller stated that they met with the rep and seemed to really liked the rep at that time. Caller stated that after the rep left the office, something happened to them there and they don't ever want to go back to see that hcp (caller did not provide more information on what happened at the office). Caller stated that they spoke to the rep after the appointment to let them know the device was still not working , and the rep told them that they were in surgery and would get back to them the following day. Caller stated that the rep never reached back out to them and that was over five weeks ago. Caller stated that they still hadn't heard from anybody and were unsure what to do at this point. Caller stated that they felt like they were left high-and-dry by the rep, and were at the point of another nervous breakdown because they didn't know what to do. Agent offered assistance to the caller with adjusting the stimulation and changing programs but the caller stated that they already knew how to adjust. Caller stated that the fear right now is that if they make a wrong adjustment they will need the device replaced imminently. Caller stated when they did that a few years ago and " it was uh-oh" it wasn't functioning and they had to be rushed to an or. Caller stated that the hcp's whole thing (with adjusting) was the issues they were having with the nerve damage and issues with their leg they would feel the stim in different places. Caller stated that the hcp was unsure how the patient was feeling the stim in these areas and it didn't make sense to them. Caller stated that anytime any adjustments are made their foot starts flinging off the table and their toes start shaking. Caller stated that they have only ever felt the stim in the foot and in their butt and very rarely have been able to feel the stim where they should. Caller stated that they were told their foot/t oes shouldn't be doing that , and that their toes would violently curl. Caller stated that they think there is a connective issue due to all their nerve damage. Caller stated that they also have crps and when they try to " wire it to that foot" that they were in so much pain they couldn't put their foot on the floor. Caller stated that they developed this condition two-three years after being implanted with their first bladder stimulator. Caller stated that they hate the implant and if they could " rip it out themselves" they would. Caller stated that they were sold on the device believing it would help them, but it hasn't helped them in over the 20 years they've had it. Caller was upset that they haven't heard from a rep and were also under the impression that the reps would be more involved. Caller stated that they have never liked the implants , but hadn't found a alternative solution to their problem so they keep getting implanted. The caller stated that when they first got the implants it was fine, but then the implanting hcp called them a liar and they became uncomfortable with that hcp. Caller stated that the devices will work for them for a year or two and then they won't be effective anymore. Patient stated that they were unsure if it was due to their walk and stated that they walk funny. Caller stated that their foot will literally stick out and that they walk like a penguin. Caller stated that they fall a lot and have a lot of nerve damage. Caller stated that back in february they were told that they have a hair-line shift " that it dipped and that the wire moved a little bit , but it shouldn't have it effected the therapy that much. Caller stated that the hcp stated they didn't put it there and were rushed into surgery and that's how they had the last two replaced. Caller stated that when their device starts breaking and it was barely working, there is a three-week window where they would get a massive infection. Caller stated that they feel like they have hit a peak with their implant and feels like it's in a crash mode. Caller stated that they feel like the device needs to be replaced but they don't have a current hcp. Agent sent the caller an email with physician listings and notified the field staff of the situation.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was the patient stated they were having a problem with symptoms since the beginning of 2024. Patient stated in (B)(6), they had an appointment with their healthcare provider (hcp) and said the machine was not working right. Patient said they were never emptying their bladder so they showed up to the appointment and no representative was ever called. Patient drove into the city for nothing. Since (B)(6), nothing else has been done and patient was still having the same problems. Patient ended up in the ER over the weekend because it was really bad and they swore there was something wrong with the bladder. Patient was struggling to go to the bathroom and barely going or leaking on themselves. Patient has been calling the hcp's office for days trying to tell them what happened and they were saying they could no longer do those adjustments and a representative had to come in. Patient was told to call mdt and they could just do it over the phone and get other programs to work or go where they need to go but patient has never done that in the 20+ years they has dealt with these machines. Patient mentioned they had significant nerve damage everywhere and had always blamed it on that and maybe they were never going to have perfect bladder control but they also did not want to run out of working programs and right now and they were just getting by. Agent asked if patient knew how to go through different programs and pick a new program to use and patient stated they had tried the other ones but they were not in the bicycle seat area and felt it in the butt. When patient did change the program, they would feel it in the butt either far left or far right which has been happening throughout all the times of having the machine. Patient would go through spurts for like a year where they were good and then it did not work. Patient also mentioned they walked very funny and they always thought maybe their body was shifting things out of position. Patient mentioned that even the last surgery they had to do it within 2 years because the device was way out of place from where it was put in because of how bad they walk and they have had falls and things like that. Agent emailed local representative.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.